Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Patient representative reported "concerns regarding the development of bia-alcl", "chest pain", "coughing" (not device related), "lump", "rupture" and "leaking of silicone" confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced with non-abbvie device.